Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited normal parameters when implanted. After the lead was connected to the device, the lead exhibited high capture thresholds and low r-wave sensing. After multiple attempts to reposition, the lead was not used. The patient was in stable condition.